Manufacturer narrative:
(B)(4). The complained device was erroneusly indicated as available for return in the initial report. This is incorrect; the unit is not available for return. During a review of the initial report, which was performed while drafting this report (follow-up 2), it was noticed that the manufacture date provided in the initial was incorrect. The correct manufacture date is 02/01/2016. Sorin group (B)(4) manufactures the inspire hvr oxygenator. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a significant amount of white substance was found in the cardiotomy bowl at the beginning of a case involving an inspire hvr oxygenator. The procedure was stopped to change out the circuit and blood was transfused to the patient. There was no report of patient injury. As the involved device was not available for return, a device investigation could not be performed and a root cause could not be identified. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported failure. The product was manufactured in accordance with the defined specifications. Although a specific root cause for this event was not identified, sorin group (B)(4) determined that the white substance observed by the customer may have originated by the release of antifoam silicon from the polyurethane filter system. Sorin group (B)(4) is already validating a system to automatically control the quantity of silicon antifoam solution transferred to the polyurethane to help prevent the release of silicon antifoam. Unit not available for return.

Manufacturer narrative:
Brand name. Inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell. The product item in00172 was assembled into a custom pack that is not distributed in the USA, but the device is similar to the inspire 8 oxygenator, which is distributed in the USA (510(k) number: k130433).

Manufacturer narrative:
The product item in00172 is not distributed in the USA, but it is similar to the inspire hvr reservoir, which is distributed in the USA (510(k) number: k130209). Sorin group (B)(4) manufactures the inspire hvr oxygenator. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a significant amount of white substance was found in the cardiotomy bowl at the beginning of a case involving an inspire hvr oxygenator. The procedure was stopped to change out the circuit and blood was transfused to the patient. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a significant amount of white substance was found in the cardiotomy bowl at the beginning of a case involving an inspire hvr oxygenator. The procedure was stopped to change out the circuit and blood was transfused to the patient. There was no report of patient injury.